Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.